Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report with no further details provided.three electrode loops were returned to olympus for evaluation. Two of the electrodes had a lot number 12223p03l001 and the evaluation found the loop wires had one end detached at the yellow filter section. The third electrode had a lot number 12097p03l001 and the evaluation noted that the loop wire was broken in the center of the device. The devices were forwarded to the original equipment manufacturer (OEM) for further evaluation.please also cross-reference 9610773-2013-00023

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three devices involved in this event.olympus was informed that three electrode loop wires broke off during a therapeutic transurethral resection bladder tumor (turb) procedure. The intended procedure was completed with a different but similar device. There was no patient harm reported.please cross reference MFR. Report numbers: 9610773-2013-00022 and 9610773-2013-00023 to account for the three devices as referenced in the original report.the following report will be supplemented to cross reference the other associated device: 9610773-2013-00022